Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the "esc" and up arrow buttons were not responding. The customer's blood glucose level was 118 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.